Manufacturer narrative:
Based on the information provided, review of the IFU, and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. It was the surgeon's decision to remove the implants at the patient's request.

Event description:
In (B)(6) 2019, it was learned that a previously unreported si joint arthrodesis revision procedure was performed in (B)(6) 2019. The initial si joint arthrodesis procedure date is unknown. Three si joint implants were installed. Sometime after the initial procedure, the patient reported to a different surgeon requesting that the si joint implants be removed due to no pain relief. In (B)(6) 2019, the surgeon removed all three implants using chisels. The surgeon did not indicate that ay of the implants were loose or malpositioned. No new hardware was installed. The patients pain symptoms resolved following the revision procedure.